Manufacturer narrative:
Additional information: the lot specific to this event is not known; therefore, lot history and device history record reviews is not possible. One wet, used active fluidic management system was returned for this complaint. The returned sample was visually and functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).

Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that aspiration stopped during an eye surgery; at the same time the console was "making a weird noise" around the pump. The cassette was exchanged and the procedure was completed without consequences to the patient. Additional information and product sample have been requested for evaluation. No updates have been received at this time.